Manufacturer narrative:
The returned introducer was received with a confirmed leak at the valve. Add'l testing revealed the cause of the leak was a tear through the manufactured slit. How the tear occurred is unk. Review of the device history records is not possible as the lot number is unk. Date report submitted to FDA by MFR: 1/12/2011. Date the initial reporter provided the info to the MFR: (B)(6) 2010.

Event description:
It was reported a leak was noted at the hemostatic valve at the end of the procedure. The case was completed with this device. There were no consequences to the pt.